Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
While using the balloon to seal and smooth a wrinkle at the junction of the mainbody portion of a stent, the balloon leaked and a pinhole was noted when the balloon was removed. Another balloon catheter was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.